Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the bile duct during a spyglass ds and electrohydraulic lithotripsy (ehl) procedures performed for the treatment of choledocholithiasis on (B)(6) 2025. During the procedure, multiple large stones were identified in the bile duct and successfully fragmented into smaller pieces. The physician removed the spyscope ds ii and retrieved numerous stone fragments from the duct. Subsequently, the spyscope ds ii was reinserted, however, the image was lost. The device was reconnected to the controller; despite these efforts, the image continued to flicker and remained unstable. The physician elected to place a plastic stent and schedule a follow-up procedure in four weeks. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block h11: based upon the available information the root cause of the loss of visualization and poor quality image cannot be established as the product has not returned for analysis. The device has not been returned for analysis. Therefore, the root cause of the loss of visualization and poor quality image cannot be confirmed. A media inspection was performed; the customer provided some photos where it can be observed the device inside a plastic bag, a monitor showing the home screen and three dots from the capital equipment (ce). Based on all available information, and absence of the device return the root cause of the clinical observations cannot be established.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the bile duct during a spyglass ds and electrohydraulic lithotripsy (ehl) procedures performed for the treatment of choledocholithiasis on (B)(6) 2025. During the procedure, multiple large stones were identified in the bile duct and successfully fragmented into smaller pieces. The physician removed the spyscope ds ii and retrieved numerous stone fragments from the duct. Subsequently, the spyscope ds ii was reinserted, however, the image was lost. The device was reconnected to the controller; despite these efforts, the image continued to flicker and remained unstable. The physician elected to place a plastic stent and schedule a follow-up procedure in four weeks. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block h11: the device was returned for analysis. During the visual inspection, it was seen that the device was returned with no visual damages. During the image test, the device was connected to the controller and did not display image. During the functional inspection, it was seen that the tip of the camera articulates without any problems, however, this does not improve the image condition. During the electrical test, it was seen that the measurements were not within the expected values, and no residues were observed in the breakout region of the handle. During the leak test, no leaks were detected. During the destructive test, the camera cables from the distal tip did not have any damages. The reported complaint regarding visualization was confirmed. The visualization problems most likely happened due to a failure of the camera assembly during procedure, as evident by the electrical test results. Based on all gathered information, the probable cause selected for the image failure is cause traced to component failure, which indicates that an electrical failure with a device component contributed to the event.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the bile duct during a spyglass ds and electrohydraulic lithotripsy (ehl) procedures performed for the treatment of choledocholithiasis on (B)(6) 2025. During the procedure, multiple large stones were identified in the bile duct and successfully fragmented into smaller pieces. The physician removed the spyscope ds ii and retrieved numerous stone fragments from the duct. Subsequently, the spyscope ds ii was reinserted, however, the image was lost. The device was reconnected to the controller; despite these efforts, the image continued to flicker and remained unstable. The physician elected to place a plastic stent and schedule a follow-up procedure in four weeks. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.